Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose of 391 mg/dl at the time. Customer's current blood glucose was 216 mg/dl. Customer treated for a correction while eating toast but did not treat for her blood glucose. Customer stated that she had a headache. Customer stated that the paramedics did not medically treat her but they checked her vitals and contacted her health care professional. Customer performed a high pressure test and the pump delivered. Customer was advised to do a complete set change. Customer will monitor the pump. Customer called back and stated that she went to the emergency room. Customer had trouble with a kinked infusion set and high blood glucose. Customer's blood glucose was 514 mg/dl. Customer was advised to change the entire set, reservoir, and insulin. Customer was experiencing chest pain. Customer's husband offered to drive the customer to the emergency room. Customer is not currently wearing the pump. Customer then hung up.